Event description:
Per the clinic, the patient experienced redness at the magnet site and the receiver/stimulator was exposed. Subsequently, the patient underwent revision surgery under general anesthesia on (B)(6) 2024, to reposition the device. The implanted device remains.